Manufacturer narrative:
Section h6 correction: medical device problem code 2993 - adverse event without identified device or use problem added. Manufacturer¿s investigation conclusion: the reported low flow alarms were confirmed based on the onsite evaluation by an abbott representative; however, a specific cause for the alarms could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of right heart failure could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on lvas, (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, document rev. D and the heartmate 3 patient handbook, rev. D are currently available. Section 1, ¿introduction¿, of the IFU lists right heart failure as a potential adverse event that may be associated with the use of the heartmate 3 lvas. Section 1 also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, outlines all system alarm conditions as well as how to respond to each alarm condition. Section 6 of the IFU, ¿patient care and management¿, discusses the potential development of right heart failure following implant and outlines the associated treatment options. For patients with low flow software system controllers, the heartmate 3 lvas pocket guides to alarms for patients (rev. A) and clinicians (rev. A) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the center requested a low flow alarm threshold adjustment. The patient has multiple low flow alarms during the day and was asymptomatic during the alarms but was unable to sleep due to the alarms. The patient has poor right ventricle function and was unable to elevate to a higher left ventricular assist device (lvad) speed, currently at 4900 rpm. The patient had a body mass index (bmi) of 22. On (B)(6) 2025, a low flow threshold adjustment was performed on (B)(6).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.